Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information become available.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and unknown right ventricular (rv) lead exhibited high out-of-range shock impedance measurements upon review at routine follow-up. Unspecified issues were also noted related to an unknown right atrial (ra) lead. The physician has planned a revision procedure to replace the implanted leads. No further information has been provided to date. No adverse patient effects were reported.